Manufacturer narrative:
Visual inspection of the returned product found a piece of one haptic torn off and missing. There was evidence of clear surgical residue. A work order search was performed, and no similar complaint was found. Based on the complaint history, work order search and the evaluation of the returned product, a specific cause of the event could not be determined. It should be noted that the injector, cartridge and foam tip plunger were not returned for evaluation.

Event description:
The reporter stated the surgeon inserted and removed a cc4204bf collamer single piece lens within the same surgery due to a torn capsular bag. The lens was removed with no patient injury, and another lens was implanted. There was no vitrectomy and sutures were not required. The reporter stated this facility uses a competitor's phacoemulsification equipment.